Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/25/2016 that the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. It was reported that the patient did not calibrate after experiencing inaccuracy and did not enter fingerstick values promptly into the cgm device. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. Additionally, enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event. At the time of contact, no injury or medical intervention was reported. The receiver data log was reviewed. The complaint of inaccurate cgm values could not be confirmed. A root cause could not be determined.